Event description:
On (B)(6) 2020 I had an appointment for a pelvic MRI with and without contrast at (B)(6) hospital in (B)(6). The appointment was at 2:00 p.m., but I was not called back until about 3:00 p.m. I had been instructed previously not to wear pants with metal so I entered the machine as I came dressed. I wore sweatpants and a polo shirt, both were 100% cotton. My ankles were taped together and a bolster was placed under my knees. The pelvic coil was put in place. A blanket was offered and I accepted. No instructions were given as to the placement of my hands, so I had them clasped together resting on my chest. The MRI machine is a ge 3.0 machine. Sometime after the testing began I felt heating in my buttocks. It seemed tolerable at the time so I did not stop the test. No prior warning had been given that this may be a sign of trouble. Nor did I receive any other kind of warnings about possible adverse events. The test was paused, and I received the contrast material, which to date has not caused any problems. Driving home from the hospital, I felt burning in my back and buttocks. Subsequently, late that night, I awoke from sleep in excruciating burning pain from my waist area down to my ankles in both legs. My nerves and muscle fibers feel damaged. My skin was hot to the touch. As of yet there is no sign of external burns, it is all internal. Pain has been partially managed with acetaminophen. On (B)(6) 2020 I checked my blood pressure, and it was abnormally high. I was able to see my doctor the next day for this injury. He has prescribed medication, and lab work is pending. As I write this today, I am concerned that I may be permanently affected by this thermal injury. I had an MRI last year at a different location with no ill effects. I had no prior knowledge that an MRI could cause burns. In this case something apparently went wrong with the equipment or in it's operation. FDA safety report ID# (B)(4).